Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was severely tortuous. There was a surgical delay of 10 min. There was an unanticipated medical intervention due to the event using the occlusion balloon catheter to perform the post-dilatation due to stent deployment failure. After a guidewire, delivery catheter, and distal access catheter were guided to middle carotid artery (mca), the subject flow diverter stent (reported product) was guided to the target site, and an attempt was made to deploy it; however, it could not be deployed. Thus, it was retrieved and replaced with a new one and placed. However, there was a place of incomplete stent apposition, post-dilation was performed with the occlusion balloon catheter. Although there was some incomplete flow diverter stent apposition observed, the procedure was completed as it was. The patient health condition at present is unknown. The condition being treated was a cerebral aneurysm and the anatomical location of the treatment site was left internal carotid artery (ica). There was only an allegation against the stent which could not be deployed. There was no allegation against the stent which was deployed but not fully opposed. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient intracranial hemorrhage¿ as a product related root cause does not apply and the issue is due to an known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event ¿stent failed/unable to deploy¿.

Event description:
It was reported that during the procedure, the operator guided the guidewire, the delivery assist catheter, and the distal access catheter to the middle cerebral artery (mca). Next, the subject flow diverter stent was guided to the target site. However, it could not be deployed. The operator retrieved it and replaced it with another flow diverter stent. The second stent was deployed with incomplete apposition to the vessel wall. Post- dilation was performed using a balloon catheter but the flow diverter stent apposition was still incomplete. Patient had intracranial hemorrhage. It is unknown if the subject stent caused the adverse event. The procedure was completed as it was. There was 10 minutes surgical delay and the patient's health condition is unknown at present. No additional information available.

Event description:
It was reported that during the procedure, the operator guided the guidewire, the delivery assist catheter, and the distal access catheter to the middle cerebral artery (mca). Next, the subject flow diverter stent was guided to the target site. However, it could not be deployed. The operator retrieved it and replaced it with another flow diverter stent. The second stent was deployed with incomplete apposition to the vessel wall. Post- dilation was performed using a balloon catheter but the flow diverter stent apposition was still incomplete. Patient had intracranial hemorrhage. It is unknown if the subject stent caused the adverse event. The procedure was completed as it was. There was 10 minutes surgical delay and the patient's health condition is unknown at present. No additional information available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.